Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test during testing. The device's fi02 sensor and internal flow sensor failed and were replaced to resolve the issue. The technician performed repair testing to ensure final operation of the device, battery checking, valve checking, cleaning and software was upgraded. Pil determined that the cause of the failure of the machine flow sensor was due to contamination. Pil was unable to duplicate the failure of the solenoid valve and has determined that the solenoid valve functions as designed.